Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: screw snapped off during insertion. The neuro anum reported the screw head of a 4mm matrix neuro screw snapped off while the surgeon was trying to insert it during procedure. Only the broken head was able to be retrieved, the remaining shaft was left in the patient. A spare screw was used without complication. Procedure was completed as normal with satisfactory outcome. This report is on the matrix neuro screw. This is 1 of 1 report for complaint (B)(4).